Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) device was losing helium. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
Corrected b5,b6, b7, d10, updated sections : b4,g3,g6,h2, h6 ( clinical , impact code) ,h10,h11,

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak (losing helium). No patient involvement was reported; therefore, no patient harm occurred.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, g7, h2, h3, h4, h6, h10, h11. Corrected fields: g1.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (site country, event site postal code - (B)(6)), g3, g6, h2, h10, h11. Corrected fields: h6(type of investigation, investigation findings and component codes). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found that the pressure relief valve on the helium regulator opens emptying the tank. To fix the issue, the fse replaced the helium tubing assy and helium hi pressure regulator. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received helium regulator, with a reported unit failure of a helium leak. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the helium regulator into the cardiosave test fixture and tested the helium regulator to factory specifications the cardiosave service manual. The fat verified a helium leak. Helium regulator failed testing. Retaining the helium regulator in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.